Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawers were offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main tower would not power on. A field service engineer checked all connections and initially replaced the power supply board and communication sled, but the issue persisted. Swapping the power cord to a different outlet also did not resolve the problem. Further inspection revealed two separate issues: the power strip supplying the equipment had no power, and drawer nines individual drawer board was causing the entire tower to fail. The engineer replaced the affected drawer and controller card, then powered the station back on. Medbank technical support was contacted to verify that all drawers were functioning normally. The system functioned as intended after the field service engineer repaired the device.